Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer cleared the alarms and resumed insulin delivery. Customer reported blood glucose level was in target range.